Manufacturer narrative:
Evaluation: the clinical development manager contacted account and they indicated that there were no issues regarding decentered flap and that all decentered treatments were able to be treated. Field service specialist visited the account and reseated components to rectify the system fault. The fss ran 5 burn in procedures with no drift, turned system off and restarted, ran an additional 10 burn in procedures with no drift. On (B)(6) 2011, fss performed a laser check out and replaced the galvo due to drift. A visual and functional inspection was done on the galvo block. The returned galvo was evaluated for drift. Functional test revealed that all motors lost stability after running for 20-30 minutes. Once the motors were replaced the assembly worked as expected per amo specifications. The cause of the failure of the motors cannot be determined based on the available information. Because only the galvo block was returned, it cannot be definitively confirmed that the galvo block was the cause of the reported drift issue. Based on all available information, a definitive cause cannot be determined therefore, no further action will be taken since the root cause could not be determined.

Manufacturer narrative:
(B)(4). Evaluation: (B)(4) contacted account and they are reluctant to give any information besides 'no issues to report regarding decentered flap' and 'all decentered treatments were able to be treated'. Field service specialist (fss) visited the account and re-seated components to rectify fault. Ran 5 burn-in procedures with no drift, turned system off and restarted, ran 10 burn-in procedures with no drift. On (B)(6) 2011 fss performed a laser checkout and galvo block was replaced due to galvo drift. Galvo has been requested for investigation. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Account reported that there was treatment shift that resulted in decentered flaps while using intralase laser.